Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain. It was reported that the patient's pump was removed last week. The company representative did not know why they planned to remove the pump. However, the hcp ended up turning the pump to the minimum rate and severely underdosing the patient and they were in the hospital. The hcp then never did anything further with the pump. Now that patient was in pennsylvania, they started seeing a different hcp and pump was removed. The company representative did not know when the pump was set to the minimum rate but was certain the patient had not done anything with the pump for at least a few years. Troubleshooting was not required. Additional information was received from the company representative (rep) and confirmed via the healthcare provider reported that the patient stated he had not used the pump in years. The doctor he was seeing in [another state] reportedly turned the pump down to minimum rate/did not refill the pump when it emptied. They were not sure why/what happened as it happened in another state. Diagnostic cs/troubleshooting performed related to the system removal were unknown as the company rep was not present at time the pump was removed, nor did they ever read the pump. They were unaware if any cause was determined for the patient's underdosing. It was reported that there was there no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner less than prescribed. The patient's system was explanted.